Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. The log files have been received for investigation. The customer stated the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant low po2 results from one patient when run on two rp 500 instruments. There was no report of injury due to this event.

Manufacturer narrative:
Definitive root-cause for the lower reported po2 value on the initial analysis is unknown. A review of the values of other parameters such as o2hb, hhb and so2 indicates that the oxygenation level of the initial analysis was indeed lower than the repeat analysis which would be reflective of lower po2 concentration. This suggests that with the repeat analysis, the patient po2 condition was different (such as increased fio2 which could increase po2 delivery) and/or the sample was pre-analytically affected by room air po2/pco2 contamination.